Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that lately they thought the ins was not working because they were experiencing a lot of leaking and they got a lot of utis as a result. The patient reported the issue to their healthcare provider (hcp), and the hcp advised the patient to call manufacturer representative (rep) to have the ins reprogrammed. The patient connected to the ins during the call and confirmed therapy was turned on. Agent reviewed programming considerations and the patient decided to change to a different program. The patient mentioned that they had already increased stimulation on the active program but they had to decrease it because they felt a horrible feeling like something was poking them. Agent reviewed how to change programs, and the patient was able to successfully change programs and increase their stimulation to a comfortable level. The patient will maintain stimulation level on the new program and will continue to monitor symptoms. The patient will follow up with their managing hcp for medical advice as needed.